Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation - evaluation: event description: it was reported that cook single-use holmium laser fiber tip found broken during the procedure and the physician used same laser fiber to complete the procedure. The broken tip did not retrieved from the patient as the physician thought the broken tip will pass naturally and no additional procedure was required. No adverse effects and additional procedure have been reported as a result of reported issue. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one open package containing a holmium laser fiber for investigation. Visual examination confirmed the fiber was returned in one segment and in used condition. Fiber length measured 298.6cm. Charring was visible beneath the blue jacket measuring 4mm long. Blue jacket at the distal tip was stretched with evidence of being pulled to separation. Clear fiber not visible from the distal end of the jacket. The missing piece of fiber was not received for investigation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling. Continuous lasing with the fiber tip in contact with tissue, never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power, lasing with a contaminated or damage proximal, poor lasing beam alignment or focus. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Evaluation off the complaint device confirms laser fiber tip breakage and charring is visible beneath the laser fiber blue jacket. Based on available evidence, cook has concluded that most probable cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU such as "improper handling", "continuous lasing with the fiber tip in contact with tissue" ,etc. Could contribute to laser fiber tip breakage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an unspecified urology procedure using a cook single-use holmium laser fiber, the laser tip broke off. The remaining fiber was used to complete the procedure. The broken fiber tip was not retrieved from the patient. No additional consequences to the patient have been reported as a result of this occurrence. Additional details have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 07jul2020: there is no other procedure planned to remove the retained device fragment. The physician thinks the patient can flush it out naturally.